Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that on (B)(6) 2017 at 8:45 am she obtained an alleged inaccurate high blood glucose reading of ¿12.5 mmol/l¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient informed the csr that she manages her diabetes with insulin and self-adjusts the dose based on a sliding scale. The patient claimed that immediately after obtaining the elevated result, she administered an increased dose of 12 units of novorapid insulin. Approximately 1-1.5 hours after the alleged issue began, the patient reportedly developed symptoms of ¿nausea and lack of concentration¿. At the onset of the symptoms, the patient claimed she consumed yogurt and felt better afterwards. No other device was used for testing. During troubleshooting, the csr confirmed the unit of measure was set correctly on the subject meter. The csr noted the patient was testing with test strips that were stored correct and were not expired or opened past their discard date. The csr noted the patient did not have control solution to perform quality control testing. Product was replaced and requested back for investigation. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter.